Event description:
The manufacturer received information from a third party service center alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device failed steps during testing. The device's sensor board was replaced to address the issues.